Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf, device eval by manufacturer?, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had been infusing ivig medication for approximately one hour when the clinician noticed that the ivig drip was not dripping. The infusion was moved to another channel to which the ivig immediately started alarming occlusion. It was found that the IV tubing was "clamped near the piv (peripheral intravenous) insertion site." It was reported the previous pump module did not alarm for the occlusion and was not delivering the medication. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had been infusing ivig medication for approximately one hour when the clinician noticed that the ivig drip was not dripping. The infusion was moved to another channel to which the ivig immediately started alarming occlusion. It was found that the IV tubing was "clamped near the piv (peripheral intravenous) insertion site." It was reported the previous pump module did not alarm for the occlusion and was not delivering the medication. There was patient involvement but no harm.